Manufacturer narrative:
H4: the device was manufactured from march 12, 2020 - march 13, 2020. H10: the actual device was received for evaluation. A visual inspection was performed and found no fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out of the bladder. Functional testing was performed by filling the device with green colored water. During fill, leak/backflow was observed at the fillport. Further examination on the unit revealed the cause of the leak/backflow condition was due to three glass fragments measured to be 0.40, 1.00 and 1.50 square mm in size, lodged under the device checkband. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause of glass fragments becoming lodged under the checkband is user filling technique. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fillport. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from the fill port. The leakage was observed prior to patient use. There was no patient involvement. No additional information is available.